Event description:
It was reported that following the patient's implantation procedure, he was moved from recovery to his room and a nurse asked him to sit up in the bed. He was unable to move because he was paralyzed, so the nurse raised his bed to help him and the implanted system tore out of his spinal cord; this caused 9 hematomas that warranted the patient to be moved to a larger hospital for surgery. He was in surgery from 1 a.m. To 7 a.m. Before the procedure was halted because of his poor vital signs. The surgeons were able to fix 5 of the hematomas; the patient was paralyzed for a week. Additional information received reconfirmed the patient's damage to his spinal cord and emergency surgical procedure. The 4 hematomas that remained could not be fixed due to the time the patient was under the medications. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3778-75, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead; product ID: 3778-75, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead; product ID: 37743, serial#: (B)(4), product type: programmer. (B)(4).

Event description:
Additional information received reported that when the patient was sliding from the recovery bed to the hospital bed and was paralyzed, so the nurse tried to sit the patient up and hit the electric button and tore the leads out. It was also reported that when he was in the hospital the nurse requested the patient to get up and walk and the patient stated that he couldn't as he was paralyzed and the nurse lifted the bed, but in the process his stimulator was yanked out. The patient stated that his 'memory is gone and has blended into one nightmare.